Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, change sensor/bad sensor, sensor updating/sg not available, sensor glucose vs. Blood glucose, cal error/ calibration not accepted, DHR requested - other reasons, harm reported with no reported allegationof a device malfunction. The customer reported blood glucose value of 507 mg/dl. The customer reported hyperglycemia, hyperglycemia, malaise treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), no treatment. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-242a. Customer reported high bgs. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-242a. Frn-mmt-332a-rsvr, unomed set, ozp-mmt-7040a-snr. Updated summary: it was reported to medtronic minimed that the customer reported change sensor, sensor updating, difference in sensor glucose and blood glucose, calibration not accepted. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 50 mg/dl and 399 mg/dl, respectively which was not within the range. The customer reported hyperglycemia, hyperglycemia, malaise treated with manual injection/insulin pen, insulin pump. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-242a. Troubleshooting was performed. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.